Event description:
In 2009, the patient reported an elevated blood glucose reading tonight of 213 mg/dl at 8:52pm with his normal range at night being in the 160's mg/dl. He bolused 7.9 units of insulin and tested again at 10pm. His blood glucose was 291 mg/dl. He stated he had no symptoms of elevated blood glucose. Troubleshooting did not find any product issues. He stated he re-used the current insulin cartridge in his infusion device. He was advised to not re-use cartridges. He said he uses cold insulin to fill his cartridges and was advised to ues only room temperature insulin. He stated he does not always eat on time and sometimes does not eat enough. At 1pm his blood glucose was 66 mg/dl because he had not eaten. He said he felt fine and had no low blood glucose symptoms. He ate some candy which he did not bolus to cover. Attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.